Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states the chair shut down in the middle of the intersection, she had to call 911 to get help home and off of the highway.